Manufacturer narrative:
(B)(4).

Event description:
There was difficulty placing the lv lead during implant, and it became stuck in one position. The lead was removed and replaced.

Manufacturer narrative:
Upon analysis, dried blood was noted in the proximal region of the lead restricting guidewire insertion. Inner coil damage was noted in the middle region consistent with explant damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any other anomalies.